Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was changing the set and was unable to rewind the insulin pump. It was found that the insulin pump had an off no power alarm. The customer did not receive a low battery alert prior to the alarm.. Blood glucose value was 200 mg/dl. The battery was not previously used, the device was not dropped or bumped, there were no unattended alarms and the battery cap is not loose. Customer was assisted with setting the time/date, rewind and prime. Customer was advised to monitor the insulin pump.